Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37612, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: implantable neurostimulator; product ID 37761, serial#: unknown, iproduct type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that the patient just had one implantable neurostimulator (ins). Any new information related to this event will be reported under manufacturer report #3004209178-2017-21670.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37612, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: implantable neurostimulator.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had two implantable neurostimulators (ins) that prematurely depleted. The cause of the battery depletion was potentially an issue with the recharger system. The inss were replaced and the issue was resolved. The patient was alive with no injury. Refer to manufacturer report # 3004209178-2017-21670